Event description:
It was reported that noise on the ra and rv leads was observed on stored egm. The rv lead had more noise than ra lead. The patient did not experience any symptom. The cause was noise was undetermined. Both leads were capped and replaced on (B)(6) 2017. The patient tolerated the procedure well. The patient was in stable condition before, during and after the procedure.